Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: feb 5, 2025. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product and found the plunger rod was advanced and the plunger rod tip was bent in a way that was consistent with damage that could have occurred during shipping. The cartridge tip was observed cracked and damaged. The cartridge tip damage extended to the tube of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly and plunger rod advancement were inspected and presented with no issues. No lens was received for evaluation. No further evaluation was performed. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the injector of the preloaded toric intraocular lens (iol) was defective, tearing the lens at the time of implantation. The doctor replaced this iol with a different lens, dib00 model. The doctor indicated that the cartridge was already like this when he went to use it. As the doctor uses 2.75 it got in the eye, and he did not realize that it was dented in the left side corner. As if it had been pressed. The doctor felt greater resistance and then when threading it damaged the haptic of the iol. Almost amputated the haptic. No further information was provided.

Manufacturer narrative:
Section e1: phone number: (B)(6). Section h3 (no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: customer photos were provided and evaluated. The photos display the suspect handpiece and cartridge. The plunger rod can be observed to be fully advanced. The cartridge tip can be observed to be cracked. Due to no product returned, no further evaluation could be performed and no further issues could be identified. The complaint issue "cartridge tip cracked/damaged" was identified during photo evaluation; however, the complaint issues "haptic damaged" and "difficult to use" were not identified. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Corrected data: in review, it was noticed that an incorrect catalog # (diu100i240-12) was inadvertently entered in the section "d4" of the initial MDR report instead of "diu100i240"; therefore, the information has been corrected in this supplemental MDR report. The following field was updated accordingly: section d4: additional device information: catalog number: diu100i240 all pertinent information available to johnson & johnson surgical vision, inc., has been submitted.